Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. If additional information or the sample is received, the investigation will be reopened and responded to accordingly.

Event description:
The customer reports a njt was inserted on (B)(6) 2019 and was able to be flushed and no further problems. The patient was discharged on (B)(6) 2019 with enteral feeds. The patient rang rooms on (B)(6) 2019 stating the was njt occluded. The patient was flushing with 50 mls warm water 4/24.